Event description:
Account reported out axsym beta-human chorionic gonadotrophin value of 7235 mlu/ml. Physician questioned result. Upon retest, the sample yielded a value of less than 5 mlu/ml. There was no report of impact on pt management.